Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient underwent bilateral dbs lead placement, and two leads were implanted. CT scan approximately one hour post-op showed the right lead placement was not at the target location. The patient was taken back to surgery where the right lead was explanted.

Event description:
Follow up information identified postoperatively, the patient experienced paresthesia prior to undergoing the CT scan that identified the right lead was not in the target location.